Event description:
The patient was explanted due to non-auditory sensation and hearing a constant noise. Explantation/reimplantation surgery was performed in 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.